Event description:
Customer called to report that the tubing from the rear housing of the coulter lh750 hematology analyzer appeared to have been leaking at pinch valve vl10; it appeared to be wet, but not leaking enough to cause any vacuum errors and did not appear to be dripping. The leak was observed when customer opened the door to the center section to view the baths because the number 3 wbc (white blood cell) aperture was voting out. The field service engineer (fse) inspected the instrument, but could not find any active leaks. The fse observed what customer saw and assessed it as residue from cast-off splatter rather than a leak; this possibly resulted from a past manual cleaning of the wbc apertures/bath. The fse cleaned the wbc apertures and replaced the check valve above the wbc bath, then verified operation of the instrument and controls. The repairs were verified per established procedures. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause of the leak is unknown; however, the fse noted that what customer identified as a leak was most likely residue from cast-off splatter rather than a leak, which possibly resulted from a past manual cleaning of the wbc apertures/bath. The fse resolved the issue with the services performed. Customer has not called back to report any further issues related to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)